Manufacturer narrative:
Product event summary: the device was returned and analyzed. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol) with unexpected battery longevity. The crt-d will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred excessive charge time with the original device battery. The nominal charge time when using the external supply indicated that the hybrid and therapy capacitors were charging efficiently. The device was fully functional when powered with an external supply. No battery depletion mechanism, such as high system current drain, was observed. The printed circuit board edges of the stacked chip scale package (scsp) were inspected with an optical microscope. No copper anomalies or foreign material were observed. No hybrid anomalies were found. Battery analysis determined that no internal battery shorting occurred. Lithium (li)-severing was observed. Review of the save to disk data showed an excessive charge time occurred before recommended replacement time (rrt) and subsequent explant. The charge timeout resulted from an increased battery resistance induced by li-severing. Correction: describe event or problem and model #/lot#. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol) with unexpected battery longevity. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.